Event description:
This spontaneous report was received on (B)(4) 2013, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush for brushing the teeth (route-dental, lot number 26511sg2, expiration date and frequency unspecified). After an unspecified duration, while brushing the teeth, the consumer noticed that the toothbrush handle broke in the mouth right above the grip. The consumer stated that the toothbrush completely separated into two pieces but it did not cause any harm. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2013: the lot number was updated from 26511sg2 to 26511sg s2. This report remains as a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2013, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush for brushing the teeth (route-dental, lot number 26511sg2, expiration date and frequency unspecified). After an unspecified duration, while brushing the teeth, the consumer noticed that the toothbrush handle broke in the mouth right above the grip. The consumer stated that the toothbrush completely separated into two pieces but it did not cause any harm. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2013, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush for brushing the teeth (route-dental, lot number 26511sg2, expiration date and frequency unspecified). After an unspecified duration, while brushing the teeth, the consumer noticed that the toothbrush handle broke in the mouth right above the grip. The consumer stated that the toothbrush completely separated into two pieces but it did not cause any harm. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2013: the lot number was updated from 26511sg2 to 26511sg s2. This report remains as a reportable malfunction case in the united states. Additional information received on (B)(6) 2013 a returned sample had not been received. A review of the complaint data revealed no adverse trends, however, an increase in complaint volume was noted which could be attributed to an increase in shipment quantity. Device history review was acceptable. A review of manufacturing or facility issues was conducted and no related issues were found. A review of design/formula/packaging/labeling changes revealed no changes. Retain sample was evaluated and met specification. Based upon an acceptable document review, lack of a sample and no adverse trends, the complaint could not be confirmed and a root cause was undetermined for this complaint. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.